Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and mechanical inspection revealing scratches on the pacemaker housing. The visual inspection revealed slight blood residuals in the lead port. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within the range requested by the (B)(4) standard specifications. The set screws could be easily screwed in and out. The set screws were effectively contacting the connector pins. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected easily to the device. Upon incoming inspection, the pacemaker was found to be in eri-mode since (B)(6) 2010. The measurement of the pacemaker's output signal showed that the pacemaker was stimulating as programmed in eri with the following parameters: vdd-mode/53.3 ppm/2.3v/1.0 ms/unipolar. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional in eri mode. The pacemaker was subjected to a 24th long-term pacing tests. The pacing test confirmed a permanent pacing of the device. In summary, this pacemaker did not show any sign of a material or manufacturing problem. The device was found to be in eri which is expected after an implantation duration of 88 months. The analysis showed that the pacing and sensing was fully functional.

Event description:
After an implantation time of approx 88 months, this pacemaker was explanted due to pacing problems and blood in the header. No adverse pt side effects have been reported.